Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and red cell hang up was observed; poor barrier separation was not observed. Retention sample testing was performed. Red cell hang up was confirmed, poor barrier separation was not observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue. This complaint was unable to be confirmed for poor barrier separation.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample and red cell ring. The following information was provided by the initial reporter. The customer stated: "the tubes do not settle properly after centrifugation. It was thought the centris were malfunctioning. After researching, the problem does not come from my centris but from a batch of dry tubes with gel: batch 2164897 exp: 31/12/2023."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of sample and red cell ring. The following information was provided by the initial reporter. The customer stated: "the tubes do not settle properly after centrifugation. It was thought the centris were malfunctioning. After researching, the problem does not come from my centris but from a batch of dry tubes with gel: batch 2164897 exp: 31/12/2023."